Event description:
It was reported that during normal follow up, externalized conductors between the svc and rv coil were observed via x-ray. All electrical measurements were stable and within range. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.